Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively determined through this evaluation. The patient remains ongoing on the hm 3 lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the hm 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2023, (B)(6) 2023, and (B)(6) 2023 the patient underwent wound corrective debridement. The surgeons visually checked the driveline exit site and found that some correction was needed. The wound debridement was not related to infection. The patient experienced prolonged hospitalization.